Manufacturer narrative:
D10 concomitant products: unknown ligasur, unknown ligasure instrument (lot#: unknown) (B)(6). Multicenter belgian prospective registry on minimally invasive and open liver surgery (br ells): experience from 1342 consecutive cases, 2025, https://doi.org/10.1007/s00423-025-03661-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study including 1,342 liver resections for a variety of diagnoses between 2017 and 2019 was completed. Ligasure device was used in 286 out of 684 mils (minimally invasive liver surgery) and 164 out of 658 open surgery, however, description of use was not provided. Interventions for bleeding included conversion to open or hand assisted techniques. Some patients had readmissions. Abdominal drainage was also performed on some patients. Multicenter belgian prospective registry on minimally invasive and open liver surgery (brells): experience from 1342 consecutive cases